Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead was surgically abandoned due to noise with oversensing. It was noted that the noise was attributed to electromagnetic interference (emi). No additional adverse patient effects were reported.